Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that on saturday the patient started to notice a decrease in their urine output and an increase in how much they had to self cath. The patient stated they went to change their settings and it took them many tries to connect to the handset with communicator and then to ins, but they did eventually connect and increased stimulation. During the call, the agent had the patient attempt to connect and the patient was choosing the incorrect therapy application. The agent reviewed the correct application to use and the patient was able to connect to the ins right away on the call. The patient thought they might have been choosing the incorrect therapy application previously as well. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.